Event description:
During f/u on (B)(6) 2013, a warning was showed upon interrogation: the device was reinitialized 1 time since the beginning of life. It should be noted that the reset was dated from (B)(6) 2012, but was not reported at the time follow-ups were performed on (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.